Event description:
It was reported that when a patient was at the physician's office to have the generator programmed back on (disabled for MRI), it was noted that the magnet activations were out of order. The nurse treating the patient did not have any product or patient complaints but was unsure why the activations did not display correctly. A company representative visited the physician's office and downloaded a copy of the flashcard data. In the data received, the magnet activations displayed correctly with the most recent being first and the oldest last. Good faith attempts to obtain additional information are currently being made.